Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
Add a0401; remove a1208.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.